Event description:
In 2009, the patient reported she is receiving recurring occlusion messages on her insulin infusion device (competitor product). She said her infusion set tubing is "not working" and she has elevated blood glucose readings up to 400 mg/dl. Her target range is 125-130 mg/dl. She has no symptoms. She said she tried to deliver a bolus but received another occlusion message. She has not contacted the device manufacturer. During troubleshooting, she stated she changes her infusion set tubing every 2 weeks and headset every 3 days or more frequently. She stated her current tubing has been in use since about one week. She was advised to change her tubing every 6 days and her headset every 1-2 days. The patient declined further troubleshooting. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.